Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator. The display was powered up in service mode. The event error log was viewed and multiple ¿xdrc (transducer) fault¿ errors were noted. The pressure transducers were calibrated as described in the product service manual. The transducers passed calibration but there was calibration drifting noted. This issue will be internally investigated. The unit was powered on in operating mode and the unit ventilated as expected. The reported issue of a xdcr fault was unable to be duplicated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the vela ventilator was displaying transducer (xdcr) fault, low minute volume (ve) and low peak inspiratory pressure (pip) alarms. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.